Manufacturer narrative:
Device evaluation of the monitor has been completed. The reported problem (cannot run detect or treat) has been confirmed. Upon investigation the monitor was did not pass incoming functionality testing and displayed a service code 204 (belt/monitor unusable). The monitor's electrode belt connector was broken free from the monitor enclosure, causing a loose connection with connector j1001 on the ca board. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A review of service data detected a reportable malfunction. During servicing, monitor sn (B)(4) did not pass incoming functionality testing.